Event description:
It was reported that the device appeared not to charge when placed on the charging pad earlier in the day, as the battery level did not increase, but during guided troubleshooting the ilet charged from approximately 20 to 30 percent and continued to rise with the charger indicator light solid green, and the user was counseled on proper charging placement. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical care. Investigation included guided user troubleshooting and education via call. Investigation of this case revealed correct function during observation and likely improper device-to-charger alignment prior to the call. It was concluded that the event was due to user technique and that the device operated as intended when correctly positioned.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.